Event description:
It was reported that the stimulator was tested prior to use and was not responding to stimulus when the stimulator probe made contact with the needle electrode. The device had no contact with a patient.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation. The device was functionally tested in the "as received" position. The probe to tip testing showed all positions demonstrating intermittent behavior with erratic milli-amp (ma) readings while manipulating the pressure at the tip and/or position of the device. The results of the product analysis finding could not confirm a root cause of the failure.

Manufacturer narrative:
Upon review of the file for closure the lot number for the device was identified. Lot # 0205868270. Expiry date: april 27, 2014. The product analysis could not determine the exact root cause of the complaint. The most probable root cause is failure mode likely caused by other device as it is possible that the overall device performance may have been impacted due to portable or mobile equipment. The device is susceptible to electromagnetic radiation that may be generated from other electrical equipment. Other factors may include and is not limited to manner in which product was stored/shipped and/or device design. Manufacture date: april 27, 2012.